Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-05502. It was reported that the patient was not receiving effective therapy from their system. It was found that the leads had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.